Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged visualization of particles in the air path. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there was contamination all over the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was unable to be verified due to service required message on screen upon start up. The manufacturer visually inspected the device internally and found contamination throughout the inside of the device, pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found error log showed that there was 32 instances of e-40 (err_nvram) stop error. The manufacturer concludes there was no evidence of sound abatement foam degradation, there was contamination throughout the whole device. Risk tags (ER 228732 v01) associated with this failure mode include: loss01, irrit01, infect01. Section h6 were updated in this report.